Event description:
Customer reported that ortho summit processor gave numerous high blanks causing negative absorbances. No error was generated by the osp. No death or serious injury was associated with this incident.